Manufacturer narrative:
The customer was instructed to return the device to bench repair. Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported the nibp cuff was taking too long (27 seconds) to release the pressure. There was no report of actual harm associated with this complaint.

Manufacturer narrative:
The customer indicated the cuff in use is part number dur-a2-2a-l and the lot number is unknown. This cuff is manufactured by ge healthcare. A philips remote service engineer (rse) provided remote assistance, during which the customer¿s biomed confirmed the reported behavior during testing. The customer was advised to return the device for bench repair and further evaluation. However, the device was not returned, and as a result, the reported issue could not be verified or reproduced by philips. A review of the service history for this device shows the problem has not been reported again for this device.